Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that therapy resumed post procedure. Reportedly no complications during procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain sensation at the ipg site. Patient stated that they turned therapy off for two hours and the pain subsided but returned when therapy resumed. Surgical intervention was undertaken during which the ipg was replaced. No other information at this time.